Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00311 for device 2. In (B) (6) 2009, the patient was implanted with an scs system. On (B) (6) 2010, it was reported that the patient had a heavy fall and the extension was torn out of the generator. The first 3 contacts stayed in the ipg. A new extension could not be plugged into the device. The device was explanted on (B) (6) 2010.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.